Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer fell down the stairs and the device hit the wall really hard and it fell apart. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a broken off and missing the end cap. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the broken off end cap. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.